Event description:
The customer reported to olympus that during preparation for the use of the evis exera iii video system center, it did not display an image when connected to a 180-colonovideoscope. The 180-series colonovideoscope was tested with other video systems without any problems. When tested with 190-series scopes, there was no issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was produced before the printed circuit board design change was made, it is presumed that the image of the 180 series scope not displayed occurred due to a design defect of the printed circuit board. The design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.